Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. The device was tested to iso 10079 which specifies that containers must be tested to 95kpa for implosion resistance. It appears that some liposuction machines can go beyond this 95kpa threshold and increase the possibility of device cracks/implosion. It is recommended that users replace the unit after a crack or implosion to mitigate any risk of plastic particles that may be generated. The root cause is likely to be that the viality unit experienced more vacuum than is recommended (by IFU) to be used and cracked as a result. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Healthcare provider (hcp) reported that the viality unit cracked around 600cc of lipoaspirate collection with pressure suction around 600-633.